Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. The patient experienced a back ache and was examined for reassurance. Examination revealed that the vaginal skin covering the mesh to the left of the urethral opening was very thin so the fibers of the mesh can be felt. The patient unaware of problem but did complain of backache. The patient was seen in clinic for treatment of overactive bladder symptoms. Microscopic hematuria detected on urinalysis. The patient commenced on local oestrogen pessaries for 3 months and will be seen in three months for a further examination. Consultant in charge of care aware of treatment details. No further information is available.

Manufacturer narrative:
This event does not meet serious injury reporting criteria. Therefore, this is not reportable.